Event description:
It was reported by a customer in (B)(6) that, the nurse did a balloon inflation prior to use test. After inflation, the cuff deflated. She removed the syringe from the tube, and the pilot valve fell out. There was no patient involvement.

Manufacturer narrative:
The device is expected to be returned for an investigation. However, it has not been yet received. (B)(4).

Manufacturer narrative:
(B)(4). One sample of an endotracheal tube was received for evaluation. A visual inspection was performed and it was observed that the pivot (pvt) valve was detached from the inflation line. The customer reported malfunction was verified. All manufacturing controls were reviewed and found acceptable and effective to detect the reported failure mode. An inflation deflation test is performed for all taperguard products. The operator inspects all products for no leaks and segregates any defective parts. A cut of this magnitude at the time of manufacturing would have been detected during the inflate/deflate test and removed from the lot. The cut condition on the pvt inflation line is not confirmed as related to manufacturing process.